Manufacturer narrative:
It was reported that daa double offset adapter right 80/45 defect is located at the release button located at the distal portion of the impactor. The broach handle didn¿t ¿lock¿ onto the broach very efficiently causing the impactor to release from the embedded broach during broach removal. A smith and nephew backup broach handle was available. The device, used in treatment, was returned for investigation. Upon visual, slight signs of use such as dents and scratches over the whole device were detected. Apart from that, no abnormality at the connection site to the rasp could be detected. Furthermore, the instrument was tested with a functional test gauge. The test worked for the instrument with no negative conspicuity, meaning that the device could be connected and disconnected seamlessly from the gauge. According to the performed device history review, a rework was performed with 5 parts due to jamming. However, there is no increased risk for the manufactured devices. Otherwise, no other deviation was detected. For device 75102240 with batch in question (a61614), only one additional complaint was reported (B)(4)), but not with a comparable failure mode. Based on the performed investigations, the reported failure mode could not be confirmed and no further actions are deemed necessary. However, smith and nephew will monitor this device for further similar issues. The returned device will be discarded.

Event description:
It was reported that daa double offset adapter right 80/45 defect is located at the release button located at the distal portion of the impactor. The broach handle didn¿t ¿lock¿ onto the broach very efficiently causing the impactor to release from the embedded broach during broach removal. An s+n backup broach handle was available. No injuries or surgical delays reported.